Event description:
It was reported that a linx device was discontinuous. The patient had been doing well with device, would like the device replaced, no date for removal yet.

Manufacturer narrative:
(B)(4). Event date: only event year known: 2022. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Photo images were received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information was requested, and the following was obtained: what symptoms lead to the discovery of the discontinuous device? Food sticking and heartburn. When did the symptoms begin? (B)(6) 2022. What was the date of the linx implant procedure? On (B)(6) 2018. What is the device model and lot number: lxmc15, lot# 19589. Was the device initially effective in controlling reflux? Yes. Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? No. Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? No. Did the patient have any other surgeries in the area? No. Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. Is the explant procedure scheduled? Is a replacement linx or fundoplication planned? Replacement. Patient age/gender/bmi: age 53, male, bmi 27.47. Patient general health: in good health. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4); date sent: 10/5/2022. Photo analysis: the photo was reviewed by a medical safety officer. As per medical safety officer: "discontinuous device located below the diaphragm". The mechanism/cause of failure cannot be determined from the provided photo. A manufacturing record evaluation was performed for the finished device batch number 19589, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 12/7/2022. Additional information received: explant date is (B)(6) 2022. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable.